Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. This device was shipped with IFU. No definitive root cause can be determined at this time with the limited info provided. It should be noted that attempts have been made to receive images of the procedure. The complaint device was implanted in 2009. Type 1a endoleak repaired nine months later. Change in the pt's anatomy may have resulted in proximal neck dilation, which could have contributed to the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints.

Event description:
A male pt underwent aaa repair in 2009. The pt received a zenith main body and four zenith iliac legs. The procedure was completed without reported incident. Nine months later, the pt underwent an additional procedure to repair a proximal type I endoleak and a possible distal type I endoleak (1820334-2009-00691) on the right. The physician extended into the external artery and passed the embolized hypogastric. The current status of the pt is unk.